Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a heart attack. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 08, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused a heart attack. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During an inspection, the manufacturer observed a slight dust-like and fibrous contamination and other unknown contamination was observed on and around the iso port. An unknown white contamination at the air inlet of the blower box at the filter location, on the top enclosure under the right-side accessory door and near the rear panel. The blower box and blower motor were visibly free of contamination. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed presence of minor contamination to the device exterior and unable to address the patient's symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.